Event description:
Pt received a faulty freestyle libre 14 day sensor. Kept giving her an error message and to try again in 10mins every time she tried to use it until it finally said it was unable to work.